Event description:
A customer contacted haemonetics on (B)(6) 2011 and reported an alleged power failure on the orthopat perioperative autotransfusion sys. No pt injury was reported. No operator injury was reported.

Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2011 and reported an alleged power failure on the orthopat perioperative autotransfusion sys. No pt injury was reported. No operator injury was reported. The device was returned to haemonetics for eval. The eval found evidence of fluid ingress. The fluid ingress resulted in electronic failure due to short circuit.